Event description:
Customer reported that she was trying to deliver an insulin bolus and the screen went blank; the display returned but the act button is not responding. Customer does not recall any events leading to the keypad issue. Blood glucose is 175 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Device passed displacement test, operating currents, self test and off no power test. No blank display noted. Device received with cracked reservoir tube lip.